Event description:
New information notes that the patient condition was stable before, during and post procedure.

Event description:
New information notes that the rv lead was capped and abandoned. The lead was replaced on the same day as the generator change and will not be returned. It was also note that the lead was fractured which caused the noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device illustrated a large drop in battery voltage that appeared in the battery trend curve. The right ventricular lead also exhibited noise that caused the device to charge. The drop did not appear to be related to the charging. No symptoms were reported. The system was explanted and replaced. No further information is available.